Manufacturer narrative:
No problem found with returned cartridge. Log file analysis pending receipt.

Event description:
During a routine hemodialysis treatment, the user became symptomatic with complaints of shortness of breath and chest pain. Spo2 was administered and these symptoms resolve spontaneously. Hematuria was noted. The hemodialysis cartridge was clotted. Treatment was discontinued with instruction given to pt to be evaluated in the emergency room. Pt signed out of the emergency room against medical advice. Chest x-ray was positive for fluid/hgb 6.6 gm/dl. On (B)(6) 2013, the facility nurse instructed the pt again to return to the emergency room for assessment. Pt was admitted as inpatient and received two units packed red blood cells for a hgb 7.7 gm/dl. An uncomplicated inpatient hemodialysis treatment was completed prior to pt discharge.